Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer performed a reset to resolve the issue. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer used cold insulin when loading the cartridge. The customer changed the cartridge and infusion set to address the issue and insulin delivery was resumed. Customer¿s blood glucose level was 400 mg/dl.